Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 30. On (B)(6) 2022, fracture of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain and bleeding. No further patient complications were reported.